Event description:
A caller reported a malfunction on their pump, but there were no notable events prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code reappeared, which the caller acknowledged and understood.